Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets cannula kinked events between 07-jul-2024 to 08-jul-2024 within 3 hours of insertion.insertion site was abdomen. Patient regularly rotate site location.furthermore, patient confirmed that the introducer needle was ahead of the cannula prior to insertion.the blood glucose level was 350-400 mg/dl at the time of events. Patient replaced infusion sets and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.